Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations spartanburg regional health servs.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring became detached from one side of the support wires. The harvester was able to retrieve the c-ring from the patient without any parts falling into the patient or injury to the patient. A new device was used to complete the procedure. There was no significant procedural delay. There was no patient harm. Photo provided by complainant show the device with evidence of blood that has the c-ring detached on one side.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/20/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The metal arm of the c-ring was observed to be disconnected from the intact c-ring. No other visual defects were observed. An investigation was conducted on 08/22/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The metal arm of the c-ring was observed to be disconnected from the intact c-ring. No other visual defects were observed. An engineer evaluation was conducted. The complaint was confirmed for the failure mode "break". O the device showed signs of heavy clinical use. Upon further observation, it was noted that the c-ring wire (rm2042337) had completely detached from the c-ring molded nozzle (rm2047671). There was no visible damage to the c-ring molded nozz le (rm2047671 ). There was no visible damage to the c-ring wire (rm2042337). See attached engineer evaluation memo. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "break-c-ring" was confirmed. The lot # 3000402978 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.